Manufacturer narrative:
An event for patient effects of pericardial effusion and atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per event details, the cause of the reported events could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances, as medication was provided.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (la) depth was 18mm, and amulet device sizing was done by 3d transesophageal echocardiogram (tee/toe). The shape of the appendage was chicken wing. During procedure, atrial rhythm was non-sinus rhythm, left atrial pressure was 14mmhg, activated clotting levels were 297s and heparin was administered. The amulet was successfully implanted. After the procedure, echocardiogram showed 1.8mm pericardial effusion. Post procedure, the patient went to atrial fibrillation and amiodarone was prescribed. On discharge, patient reported fatigue, shortness of breath and got admitted to hospital. An amiodarone drip was placed. A tee and cardioversion was planned for next day but the patient converted to sinus rhythm spontaneously prior to scheduled cardioversion. The patient was reported discharged.